Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is pre-amendment and does not have a 510k associated with it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received (B)(4) samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for blood pooling in the stopper with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: confirmed complaint for blood pooling in stopper. Root cause is indeterminate and under investigation.

Event description:
It was reported that blood was pooling in the well of the lime green bd hemogard¿ closure on a bd vacutainer® barricor¿ tube. No serious injury, blood to mucous membrane exposure or medical intervention was reported.